Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that fourteen assy case front w/keypad of the pcu module will be replaced due to an alleged keypad button issues and error code 110.6021. There was no reported patient involvement.

Manufacturer narrative:
The customer complaint of alleged keypad button issues was confirmed during functional testing, however an error code reported by the customer was unable to be replicated. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. External and internal inspection was performed on 14 pcu keypads. During external inspection, the returned keypads were observed with dry fluid residue on the front and back of the keypads, signs of fluid ingress on the flex cable, impact damage and scratches on the display screen, and open traces on the flex cable. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer and open traces on the flex cable. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 30aug2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 28oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Event description:
It was reported that fourteen assy case front w/keypad of the pcu module will be replaced due to an alleged keypad button issues and error code 110.6021. There was no reported patient involvement.